Event description:
Customer reported an overinfusion of vancomycin. Bag with 1000mg/200ml was to infuse over 1 hour. The nurse programmed the pump for 250ml/hr as a primary infusion. Per conflicting reports, the bag was found empty after 13/22 minutes, but the pump recorded that 76 mls had infused with "173.2 ml vtbi" and "time left: 41 minutes" showing on the screen. Settings were found to be correct. Pt was found unresponsive, with face flushed and shallow respirations. Code blue was called. Solumedrol IV was administered and the reaction resolved. Biomed reported pt was transferred to step-down ICU, but customer's medwatch stated, pt remained on nursing unit. Biomed tested the devices and found no issues, and the hospital's own event log review found programming as intended. The tubing and bag were not sequestered. No add'l info was available.

Manufacturer narrative:
Manufacturer's report date: (B)(4) 2011. (B)(4). Hospital's medwatch listed serial number as (B)(4). But biomed initially reported it as (B)(4) and device rec'd is sn (B)(4). At 10:54 am, the sys was powered on and the user programmed the pump module to run for one hour. The infusion ended with an air in line alarm approx 19 minutes after it was initiated. At 11:16 am, the pump module was powered off showing a primary volume infused = 76.831ml. External inspection showed no anomalies. Internal inspection found the device to be clean with no issues noted. The pc boards, pump mechanism assembly and ail assembly were found to be in good working condition with no damage or corrosion observed. Rate accuracy testing indicates that the device is delivering fluids within specification with no periods of unregulated flow. The root cause of the reported over infusion could not be determined, however, no device malfunction is believed to exist.